Event description:
A customer complained after observing lower than expected vitros tsh results for a single patient sample, processed on a vitros 5600 system, which produced numerically higher non-vitros tsh results for the same sample. Vitros tsh results of 0.026 and 0.042 miu/l vs. Expected 0.9 and 0.93 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The vitros tsh results were reported to a physician and questioned. There were no allegations of patient harm made as a result of the events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results for a single patient sample, processed on a vitros 5600 system, produced numerically higher non-vitros tsh results for the same sample. Root cause for the lower than expected vitros tsh results could not be determined with the information available to date, however the possibility that unexpected vitros tsh reagent or vitros 5600 system performances had contributed to the results could not be ruled out entirely.